Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification when performing a supply change. Reportedly, the cartridge was filled with approximately 100 units of insulin. The customer's blood glucose level was 130 mg/dl. Reportedly, the customer added insulin to the existing cartridge and completed the load process successfully. Insulin delivery was resumed.